Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot# 73l1700351 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were firing prematurely or not firing clips at all. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and the jaws partially closed. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. The trigger cycle of the partially engaged trigger was completed and a clip was able to properly load into the jaws of the applier. The clip was then successfully attached to over-stressed surgical tubing. Another attempt was made and upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load. The same issue occurred with the third clip. However, the remaining clips were all able to fire properly and attach to over-stressed tubing. The misloading of the clips is an indication that the clips were out of position and stacking on one another. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Based on functional other remarks: testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips firing prematurely" was confirmed based upon the sample received. One device was returned. The device was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Upon functional inspection, 2 of the clips were unable to properly load into the jaws of the applier. The misloading of these clips is an indication that the clips were out of position and stacking on one another. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the clips were firing prematurely or not firing clips at all. The patient's condition is unknown at this time.